Event description:
Pt had surgical procedure and during the procedure, the non-invasive blood pressure unit was used on the right arm. Following the procedure, during the post-op phase, the pt complained of pain, numbness and swelling of right arm.